Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was not working. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported. The customer removed and cleaned the touchscreen and performed a touchscreen calibration, but the touchscreen drifted out of calibration and still did not respond to touch. The remote service engineer (rse) provided the customer with the part number of the touchscreen to order and replace.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case, but no response was received from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted.